Manufacturer narrative:
H10 h3, h6: two 72203721 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. The devices still cycled and actuated but both needles were bent/pushed toward the left. Both sets of anchors (t1, t2) with sutures were returned separated from the devices. Both sets were used and had anchors cinched closely together. One t1 had suture inadvertently wrapped lengthwise and cinched around its distal tip. The second t1 was ¿v¿ shaped from retrieving back through tissue post pierce. This situation inhibits proper anchor flattening out into the ¿t¿ position behind the tissue. Cinched of the suture then encourages the anchor to travel lengthwise back through the tissue instead of anchoring. Both depth limiters were attached and fully retracted. One was creased and flared. This indicates tissue resistance and difficult placement. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time. This MDR is realated with the report number 1219602-2019-01647.

Manufacturer narrative:
One 72203721 fast fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. Unintended double triggering. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, the anchors came out by themselves and did not have to be put to do the suture in a second time, so they had to be removed with a palpator. A backup device was available to complete the procedure with no delay or patient injuries.